Event description:
The customer reported that the patient was in vf and when the users attempted to shock in sync cardioversion, the device failed to discharge. The customer then attempted to deliver an asynchronized shock and the device again failed to discharged. Note that the patient was already in vf before the attempted use of this device. The patient status is unknown at this time.

Manufacturer narrative:
(B)(4). The customer reported that the patient was in vf and when the users attempted to shock in sync cardioversion, the device failed to discharge. The customer then attempted to deliver an asynchronized shock and the device again failed to discharge. Note that the patient was already in vf before the attempted use of this device. The patient status is unknown at this time. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.